Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device tank was filled with water, and powered on-confirming the reported customer complaint. Upon installing front cover, lcd was displaying different number. The problem source was determined to be other, as the bad pcb was replaced.

Event description:
Information was received that device display intermittently goes on/off. No adverse effects reported.